Event description:
Customer reported system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Found software was corrupted. Reloaded software. System operating as intended. This correction is as follows: this MDR was originally submitted under the number 1720753-2008-22069. That number had also been submitted for model 2600, submitted on 06/02/08. We are submitting this report to replace the duplicate report number for this device.